Manufacturer narrative:
DHR review: no abnormalities related to the reported failure. Failure analysis: handpiece (B)(6) passed function test, head calibration found in tolerance, motor run freely, without drive train, corrosion and moisture damage found on the bottom side of the motor and end cap. Root cause: during evaluation it was found the unit had minor corrosion on the motors bottom plate, moisture damage on the micro switch and corrosion starting to build up inside the handle of one unit.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hand piece of a dermatome was being used in a skin graft and the power was turned off on the handpiece, however the power would turn back on intermittently with the power switch off. There was no patient injury.